Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion lithotripsy extraction basket. The stone was caught in the lithotripsy basket. The handle was retracted to extract the stone when reportedly the "lithotriptor anvil part buckled." The stone was removed from the basket and the basket was removed. No section of the device remained in the patient. Following removal of the basket, the sphincterotomy was widened using an unknown balloon. This lead to bleeding from the ampulla. There were no adverse effects to the patient as a result of this occurrence.

Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The black outer sheath of the device has a 5mm buckled area; approximately 66cm from the proximal end of the handle. Although the basket wires were bent and distorted, the basket wires remained intact. The bends and distortion in the basket wires suggest excessive pressure was applied, perhaps during retraction of the basket. The basket extends and retracts with some difficulty. A discrepancy that could have contributed to basket impaction was not observed during our analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. The instructions for use for this device includes the following contraindications, ampullary opening inadequate to allow for unimpeded passage of stone and basket. Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual and functional inspection to ensure device integrity. The functional inspection includes verification that the basket extends and retracts with handle manipulation. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.